Event description:
It has been reported that during an exchange of wire, while removing the wire the tip of wire broke off in the patient. Reportedly the tip of wire came out when removing the balloon. There is no report of patient injury and the actual device is not to be returned for co's analysis.